Manufacturer narrative:
Product ID 8709sc, lot# n185129013, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 2000 mcg/ml (559 mcg/day) intrathecal therapy via an implanted pump. The lioresal lot number was unknown. On (B)(6) 2015, the patient was exhibiting signs of an overdose with the patient becoming extremely lethargic after the pump was replaced due to normal elective replacement indicator (eri). The physicians did not know what led to the event. They thought it could possibly have been a partial occlusion or kink in the catheter that is now unkinked. The implanting physician did not see any issues with the catheter during the procedure. No troubleshooting was performed. The drug dose was lowered from 559 mcg/day to 449 mcg/day on (B)(6) 2015. The issue was resolved and the patient had recovered without sequela. The patient status at the time of this report was alive with no injury. The explanted pump would be sent for analysis. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a consumer and a manufacturer representative. The patient overdosed within 12 hours of pump replacement on (B)(6) 2015 and was given the same medication, dose, and concentration as the previous pump. The catheter was checked at the time of pump replacement but was not replaced with the pump. The hcp immediately turned the pump down on (B)(6) 2015 because the patient "tanked" and then later adjusted the pump dose back up. Since the overdose on (B)(6) 2015, the patient had issues with spasticity and pump medication adjustments. Two weeks ago, in (B)(6) 2016, the dose was increased and the patient was also taking oral baclofen. The current pump dose was "580-585 mcg/day." The situation was currently being addressed by the hcp and the patient was working with a rehabilitation doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having problems with the second pump implant. The pump may have been overdosing the patient a little bit. The patient was lethargic and overdosing. No muscle was noted. The patient was like wet noodles. The healthcare provider (hcp) that read the scanner was out of the country at the time of the report, and there was no one else there to read it, and the closest hcp office will not take patients whose pump was implanted elsewhere. This had happened several times since the second pump was implanted, about every 4 months over the two years prior to (B)(6) 2018. Most recently, the patient's symptoms of being lethargic, overdosing, no muscle, and being compared to a wet noodle started on (B)(6) 2018. The patient reported that in the past, the patient came out of it, but was wondering about what would happen if the patient did not come out of it. The patient found a company that can do a baclofen blood level test, but they needed to establish a baseline first, and they were not sure how to establish a baseline. They were in the process of turning the pump down. On (B)(4) 2018, the pump was turned down from 830 mcg to 780 mcg. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6)2018. The patient's father called back and reported that nothing has changed. It was stated that the patient did have a baclofen blood test by the company mentioned in the previous call (on (B)(6)2018), and was told that there was not baclofen in the patient's blood. He again asked for baseline information, and was redirected to the hcp's office to speak with a nurse or physician's assistant regarding specific information regarding baclofen that was used to fill the patient's pump. It was stated that he received listings, however didn't see any within a particular system. No further complications were reported. Additional information was received from a hcp on (B)(6)2018. It was reported that the hcp was weaning the patient off from baclofen, with the goal to remove the pump soon. It was reported that the patient has a brain stem tumor and he does not need the pump anymore. It was stated that his neurological condition is related to the brain tumor, and not the pump. No further complications were reported.

Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, lot# n185129013, implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. Product ID: 8870, lot# serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2018-jun-01. The previously reported brain stem tumor was clarified as "astrocytoma of the brain stem." The patient¿s medical history included the astrocytoma (unknown date, diagnosed more than 10 years ago) and brain hypoxia (unknown date, diagnosed more than 10 years ago). It was stated that the physician additionally reported that the patient never had any symptoms of overdose (previously reported) or withdrawal. The physician was on a 15-day vacation when the patient's "episodes" (presumed to be the previously reported events of overdosing, lethargy, and no muscle, is like a wet noodle in april 2018) took place and saw him two weeks after the event. The patient was at baseline at that time. It was stated that no tests or labs were ordered as there was no need for that. It was indicated that the patient's weight was unknown. Additional information was received from a business partner on 2018 (B)(6). The physician confirmed that the indication for intrathecal baclofen therapy was spasticity. It was reported that the spasticity did not improve with the pump, and the patient experienced severe somnolence (date of onset for events not provided); therefore, the baclofen pump/treatment was no longer needed. The patient was in the process of being weaned off the pump, as his neurological status was related to astrocytoma, and the pump was not needed. The patient was at baseline. It was noted that in agreement with the reporting physician, the events are likely not related to lioresal. No further complications were reported or anticipated.